Event description:
It was reported that the patient had his pump replaced because the doctor thought the pump was not working correctly. The print report from the pump indicated that multiple motor stalls with "tube set" messages occurred. No "recovery" message was seen after the last motor stall. A low reservoir alarm occurred on (B)(6) 2012 and an empty reservoir alarm occurred on (B)(6) 2012. It was mentioned that the device was replaced on (B)(6) 2012 (date approximate). It was noted that there were no patient symptoms or injuries related to this event. The physician changed the drug in the pump to physiological saline as a precaution. The drug in the pump prior to this was unknown. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): analysis of the pump found motor gear train anomaly. The anomaly was corrosion and or wear and or lubrication. Gear 1 inspection found significant residue on lower shaft. Motor assembly inspection found significant jewel lubrication anomaly. Gear wheel 3 inspection found slight corrosion on the surface.